Manufacturer narrative:
The service evaluation was unable to confirm/duplicate the customer reported defect. Other defects noted- the video connector has appearance defects. There is a white dot on the image and the locking button on the coupler scope mount is stiff. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that the customer high-definition camera head was returned to olympus for service/repair for a reported image defect, ¿image does not appear¿. The defect was found during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The phenomenon of ¿no image¿ was not duplicated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.